Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an adjustable valve/shunt. It was reported that the patient underwent a lumbar-peritoneal shunt procedure on (B)(6) 2025. Postoperatively, the cerebrospinal fluid (csf) shunt functioned well. However, more than one month after surgery, hydrocephalus gradually worsened. The patient's brain bone flap area was obviously bulging, and the percutaneous shunt pressure pump percutaneous puncture irrigation and aspiration were ineffective, resulting in aggravation of hydrocephalus. It was suspected that products such as blood cells and protein degradation products in the csf, resulting from traumatic intracranial hemorrhage, had blocked the arachnoid granulations, leading to impaired csf circulation and subsequent hydrocephalus. The csf shunt tube then became blocked, resulting in shunt failure. On (B)(6) 2025, a repeat shunt procedure was performed.